Event description:
It was reported the pt had the pump and catheter removed, due to staph infection. The pump contained morphine 25 mg/ml at a dose of 3 md/day and fentanyl 1000 mcg/ml at a dose of 120 mcg/day. It was reported when the explant had occurred. The pt had undergone a catheter replacement in 2009 - also see manufacturer's report #: 2182207-2009-05128.